Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed for no disposable, clamp tubing. The pump was stopped and restarted, but alarmed with a double beep. The pump was powered off and the line was clamped, the cassette was removed and the tubing was massaged. Air was noted, there was no green tab. After reconnection and powering on, the infusion restarted. Later, the patient stated the pump is alarming and the screen reads no disposable clamp tubing. The pump is stopped and continues to alarm. Medication residual volume is 35.2 ml. The patient denied any air in the tubing. Instructed the patient to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles were observed in the tubing that extends across the top of the cassette. The tubing was massaged, the cassette was tapped lightly on a firm surface and the green tab was depressed. The cassette was reattached, the clamp was opened and the pump started. The screen read run residual volume 35.2 ml. The rate and the medication label was confirmed. Total volume on the label is 88.0 ml to infuse at 1.9 ml per hour over 46 hours. The patient had the pump placed yesterday and is scheduled to have it removed tomorrow. No patient injury was reported.